Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for this event. However, complaints of a similar nature have been reviewed; the most likely root cause is the lack of interior surface finish coupled with the variation on overall length; straight external section length and any other slight variation contributed to the events. (B)(4).

Event description:
A surgeon reported that the sleeves twisted on the top during cataract surgery with intraocular lens implant. According to the reporter, the sleeves had holes and were more breakable, and they needed to be changed with loss of infusion. The reporter also indicated that the sleeves did not slide on the tips and perfusion was difficult with variations and decrease of pressure in the anterior chamber. The space between the sleeves and the tops collapsed and pressure was lost, with decreased infusion while the aspiration was ongoing. The surgeon indicated there was no pt impact but the time needed for sleeve placement was prolonged. The reporter was unwilling to provide any additional info.